Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is an inoperable dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported the pump is alarming high pressure. She tried moving arm and tubing with no help of clearing occlusion. Clamps are open and tubing is free flowing. Instructed to open battery door, close door, pump turn on, pump still alarming high pressure. Instructed to clamp tubing and turn pump off. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.